Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: the black box data from the date of the event had been overwritten due to continued use of the pump. No pump reboot events were observed in the available black box data. The battery compartment was cracked below the bumper pad. The pump was exercised for 24 hours with no power interruptions duplicated. There was no evidence of internal moisture or damage to the power circuit found. Unrelated to the initial allegation, the display screen was dim and discolored.